Event description:
The tourniquet alarmed and showed the error "system failure." The tourniquet held pressure for the next two minutes until the case was finished. Both doctors were aware of the error.